Event description:
It was initially reported that a physician had an unspecified concern with an absolute stent. Additional information received indicated that the femoral artery was used as the access site and the absolute stent failed to deploy in the iliac artery. During removal of the stent delivery system, the stent deployed when half of it was still in the femoral artery at the insertion site. The stent was surgically removed. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the shaft and on the non-abbott introducer sheath, consistent with being advanced into the anatomy as reported. The distal end of the shaft was located inside the non-abbott introducer sheath. The stent implant was not returned. The distal sheath was retracted 1 cm proximal to the tip, consistent to the stent being partially deployed in the anatomy. There were three kinks in the shaft 1 mm, 8.4 cm and 52.6 cm distal to the strain relief tubing. There was no other damage noted to the sess. The handle lock was in the unlocked position. After opening the handle, it was observed that the rack was retracted 9 mm proximal to the thumbwheel gear. There was no damage noted to the internal mechanisms. Failure to deploy and/or difficulty with rotating the thumbwheel can be a result of, but is not limited to, manufacturing, anatomical conditions, kinks and/or chatter marks on the shaft, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, based on the returned device analysis, it is possible that the kinks noted in the shaft contributed to the reported deployment difficulty. Potential factors that can contribute to shaft kink (s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. The kinks may be the result of advancing contralateral over the superficial femoral artery or applying a pulling force to the shaft. Once the shaft is kinked, the ability for the inner/outer lumens to freely move is limited and is likely to result in deployment difficulties. As a result of the difficult deployment of the stent, it appears that the distal sheath slightly retracted enough for the stent to partially deploy. Additionally, with the distal portion of the stent partially expanded, during removal the remainder of the stent deployed while half of it was still in the common femoral artery at the insertion site. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. The reported difficulties appear to be related to the operational context of the procedure. There is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.